Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer replaced the charging supplies, using a tandem wall adapter and a non-tandem charging cable, which resolved the issue. Tandem technical support advised against using third-party charging supplies, provided tips to prevent altitude alarms, and arranged to send a replacement tandem charging cable via two-day shipping.